Event description:
It was reported that during a case, the device powered down suddenly and will not power on anymore. It was also observed that a large capacitor began to smoke. No information regarding the patient was provided.